Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report she had a low blood glucose reading of 35 mg/dl and required ems medical intervention after she primed her insulin pump while being attached. On the day prior to contacting animas, the patient was dealing with some personal issue. She needed to change her cartridge and site on the time of concern. The patient reportedly filled the cartridge and loaded the cartridge, and then connected her pump up to her site and primed 38 units at 10:16 pm. She called ems and began to drink juice. Upon arrival, the patient tested at 35 mg/dl and had symptom of sweating. She was treated with IV glucose until her blood glucose was at 280 mg/dl. At the time of the call, her blood glucose was at 172 mg/dl while she continued with insulin pump therapy. Troubleshooting resolved the patient¿s issue. She was instructed to never prime while attached to insulin pump. There was no evidence of a product malfunctioned associated with the reported incident. This complaint is being reported because the patient required hcp medical intervention after she used the animas insulin pump against instruction for use.

Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/13/2015 with the following findings: the black box starts on (B)(6) 2015. The black box data/histories for the event have been overwritten due to continued use of the pump. The available tdd¿s add up correctly reflect the users programmed basal rates. A delivery accuracy test was successfully completed (see attached). Pump found to be delivering accurately and within required range. A rewind, load and prime sequence was performed successfully with no errors or alarms. The pump clearly displays message ¿disconnect infusion set from your body!" On the rewind screen and ¿be sure set is disconnected from your body. Then select continue" on the prime screen. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Returned battery cap/returned cartridge cap used to complete testing. The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.